Manufacturer narrative:
A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture. No product sample was received; therefore, visual and functional testing could not be performed. The reported issue could not be confirmed as no product sample was received for evaluation. If the product is returned, the manufacturer will reopen this complaint for further investigation. Unique identifier and operator of device are unknown. No product information has been provided to date. This remediation MDR was generated under protocol (B)(4) as a result of warning letter cms# 617147.

Event description:
It was reported by the customer that the anesthesiologist had 4 bad inducer in the tray. No patient injury was reported.